Event description:
The pt was placed in 4-point restraints after becoming combative when admitted to ed. The pt had taken an overdose of amitriptyline and zyrtec; was hallucinating. The pt was restrained for about one hour. When attempted to remove the restraints, the lock would not unlock. Instead, the restraints were cut off.